Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 350 mg/dl. During troubleshooting, the customer stated that the drive support cap appeared sunken in more on one side than the other. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and alarmed prime during prime test due to protruded/loose drive support disk. The motor passed motor test. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stripped battery cap at coin slot area.